Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3. Corrected information has been provided in e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the battery temperature high alarm was a communication anomaly between the battery and the power battery management board.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right surgical arterial approach in a 67-year-old male patient for the indication of cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s clinical state prior to initiation of support was otherwise not specified. During ongoing impella 5.5 support, the cardiac intensive care unit (cicu) nurse reported a ¿battery temperature high¿ alarm on the automated impella controller (aic) while the patient was up and ambulating. The bedside team was instructed to perform an aic-to-aic transfer and to remove the affected controller from service. The event will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error. B5: added additional information regarding patient outcome. D6b: added explant date.

Event description:
It was reported that the patient survived explant.